Event description:
It was reported that the atrial lead exhibited a capture threshold of 5.0 v, 0.4 ms. An insulation anomaly was also noted. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.